Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the act button on the insulin pump had intermittent responds. Customer noted the keypad anomaly when he was attempting to bolus. Troubleshooting was performed. Customer didn't recall his blood glucose level at the time of the event. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device to undergo further testing.

Manufacturer narrative:
All buttons functioned properly during testing however; insulin pump had moisture damage on the keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.